Manufacturer narrative:
D10. Concomitant products: smbttovlx, spacemaker pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker pro access and dissector sys (lot p4l0617); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the balloon was unraveled in the packaging, and the sleeve holding the balloon was released from it. Additionally, the balloon obturator could not fit through the access trocar. These problems impacted five boxes of the same lot. A new device with the same lot was used. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d3 (mfg name, street 1), d4 (UDI), g1. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual and functional evaluation found no notable condition related to reported condition. It was reported that insertion through port difficult and parts loose in packaging. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.